Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had repeated no delivery alarms on their insulin pump. The customer's blood glucose was 120 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. Troubleshooting could not be completed as the customer did not have enough supplies. The customer requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window.